Event description:
The article, "objective analysis of frailty-based 10-year outcomes of transcatheter and surgical aortic valve replacement", was reviewed. The article presented a retrospective, single-center study to compare the long-term outcomes of transcatheter aortic valve implantation (tavi) and surgical aortic valve replacement (savr) in patients with aortic stenosis (as) by adjusting not only for conventional risk scores but also for frailty, cognitive function, nutritional status, and comorbidities. Devices included in the study were sapien xt, sapien 3, sapien ur, corevalve, evolut r, evolut pro, evolut pro+, evolut fx, navitor, cep magna ease, trifecta, mosaic, mitroflow, crown prt, inspiris resilia, avalus, intuity elite, perceval, ats ap360, ats standard, st. Jude/abbott regent, st. Jude/abbott standard (masters). The article concluded that after comprehensive adjustment for frailty, cognitive function, and nutritional status, savr demonstrated superior long-term survival compared to tavi, with comparable readmission rates. Personalized treatment strategies for as should incorporate broader patient-specific factors to guide optimal therapeutic decision-making. [The primary author was yoshitaka naito, department of rehabilitation, the sakakibara heart institute of okayama, japan. The corresponding author was arudo hiraoka, department of cardiovascular surgery, the sakakibara heart institute of okayama, japan, with corresponding email: bassbord1028@yahoo.co.jp] the time frame of the study was from january 2014 to december 2024. A total of 1258 patients were included in the study, of which 47 (3.7%) received an abbott device. The average age was 81 years and the majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, chronic kidney disease, orthopedic, cerebrovascular incident, peripheral artery disease, and atrial fibrillation.

Manufacturer narrative:
Summarized patient outcomes/complications of objective analysis of frailty-based 10-year outcomes of transcatheter and surgical aortic valve replacement were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, chronic kidney disease, orthopedic, cerebrovascular incident, peripheral artery disease, and atrial fibrillation. One of the complication reported was stroke this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature: objective analysis of frailty-based 10-year outcomes of transcatheter and surgical aortic valve replacement.